Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -the watertightness was not maintained due to perforation of the universal cord due to external factors. -the bending section rubber, control section, grip cover, video connector, light guide connector, light guide cover glass, and video connector case were scratched by external factors. -the adhesive of the bending section rubber was chipped. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp.(omsc). However, the reported event may have been caused by stress due to use, or by external factors or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the adhesive part of the objective lens was peeled off due to handling. There was no report of patient injury associated with the event.